Manufacturer narrative:
UDI #: (B)(4). The clinic is reporting this adverse event only and did not request or require field service. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with a trace of diffuse lamellar keratitis (dlk) at 1 day post-operative exam on right eye (od). Topical steroids were used to treat the dlk. There was no loss of best corrected visual acuity (bcva) and the patient had no complaints or comments.